Event description:
Resident was found at approx 3:40 - 3:45 pm sitting on floor in front of wheelchair with soft cushion belt under her neck and arms. Soft cushion belt was immediately untied. Resident was cool to touch. Resident was unresponsive to verbal and tactile stimulation. No pulses, no blood pressure, no respirations. Resident was last seen sitting up in wheelchair at 2:55 pm by a nursing assistant.